Event description:
Installed new dexcom g6 sensor, developed large blister/ rash where adhesive was holding sensor to skin for past 10 days. Repeated with next new sensor, new rash/ blister. Called dexcom support and requested call back for solution to problem. Received no support call from dexcom. Called back when third replacement sensor repeated skin damage, ask to speak to nurse. She finally admitted they had changed adhesive formula in december and had been received complaints about serious skin problems. She said they could not offer a solution and I should call my endocrinologist. I did and she suggested three pre sensor coating. The first did not work. Dexcom did not do sufficient testing after making changes to their FDA approved product, now us patients are in a position of having to continue using their sensor without a safe solution. Dexcom needs to immediately provide a solution to this problem they created. I have not received any notification from dexcom about problems resulting from their change of adhesive on their g6 sensors. FDA safety report ID # (B)(4).